Event description:
It was reported that upon interrogation of all information present was patient and device information. It was noted that there were no programs or diary usage. It was noted that it did provide the last session of 2013-(B)(6). It was noted that there was no messages present on interrogation. It was noted that the last session report and end session included all programmed parameters. Additional information received reported that impedances were taken and device reprogrammed occurred on 2014-(B)(6). It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the manufacturing representative had not heard anything about the patient outcome since 2014-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer.

Event description:
Additional information received reported that the etiology was an external study device.

Event description:
It was reported there was an error code 574 present. Additional information reported the cause of the error code was unknown and that it was being further evaluated. There were no other complaints with the patient. The patient is in a randomized study so effective therapy is being evaluated so it is unknown if the therapy provided was effective. Additional information reported the event resolved without sequelae. The error code was cleared and reprogramming was done. The event was noted as not related to implant procedure and not applicable to device or therapy.

Manufacturer narrative:
Product ID 37744q, serial# (B)(4); product type programmer, patient.

Manufacturer narrative:
(B)(4).